Event description:
Per the clinic, the silicon rim of the magnet covering has been damaged during the procedure to remove the magnet. The device was explanted (B)(6) 2012, and the patient was reimplanted with another device during the same surgery.

Manufacturer narrative:
This report is filed (B)(4) 2013.

Manufacturer narrative:
(B)(4).